Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that the device had a latitude report with missing implant date information. Also, the battery status, episode times, and other diagnostic information was incorrect. A review of device data was done by technical services. A single-event-upset or memory corruption was suspected. Technical services asked to find out if the patient had any radiation therapy recently. It was noted that the device therapy related performance was normal. Technical services advised that, if the physician is willing to tolerate the diagnostic oddity that is represented, the device should operate correctly for therapy. Technical services assistance may be required in the future to interpret episode and diagnostic data. There were no adverse patient effects. The device remains implanted.